Manufacturer narrative:
(B)(4): evaluation results: no results available since no evaluation performed (device or procedural images not provided for evaluation). Conclusion; (unable to confirm complaint) (device or procedural images not provided for evaluation). (B)(4).

Event description:
The physician successfully deployed a complete se iliac stent in the right common iliac artery using the crossover approach. The lesion was reported to exhibit approximately 60% stenosis and 60% calcification. When the physician was attempting to remove the delivery catheter from the patient, the device became stuck in the arterial network. After several attempts, the physician managed to remove the system from the patient. The tip of the delivery system was observed to be torn/damaged on removal. The device had been inspected and prepped prior to use with no abnormalities noted. The patient is ok and no clinical sequelae were reported.